Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: neu_ recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported the patient tried to charge this morning because they realized their implantable neurostimulator (ins) was dead and they could not get any coupling. It was noted that a coupling problem was reported. The reporter stated they spoke to a manufacturing representative who noted they should call the manufacturer. It was noted the patient usually got all eight coupling boxes and at least five or six. It was noted that troubleshooting was done, but there was no change in status and the patient was still unable to get coupling. It was further noted the patient had no trauma or falls since last charge session though they had been doing some lifting and work. Additional information was requested, but was not available as of the date of this report.